Event description:
Information was received from a patient with an implantable neurostimulator (ins). The reason for call was patient reported the other night the setting went from 2.50 to 60 and this morning the setting is at 0.60. Patient stated they don't have a managing provider (hcp) for the implant and like an hcp listing. Agent asked patient to connect with the patient programmer and patient said they are on program 1 and setting is 3.0v. Patient stated they are trying to increase the setting and the programmer screen is blank and there is no power. Patient service confirmed there is no visible damage to the programmer. Agent recommend replacing the batteries in the patient programmer (pp) and pp is connecting to ins and patient is able to adjust the stimulation setting. The troubleshooting steps taking on the call resolve the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.